Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, high out of range pacing lead impedance and loss of capture were observed on lv lead. The issue was resolved by reprogramming. An alert for noise was noted on both ra and rv. Clavicular crush was suspected. No adverse event due to this event and noise issue is left untreated. The patient is on remote care and doing well.